Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the case it was noticed that there was a piece of plastic on the drapes, the device was inspected and found that the plastic had come from the collar around the shaft, adjacent to the handle which had disintegrated. The rest of the collar was located in the instrument holder/quiver, and the pieces were deemed to be complete and have been included with the returned device. Nothing fell into patient's cavity. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the hub was broken. The broken off pieces were not returned with the product. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.